Event description:
A customer contacted beckman coulter (bec) reporting a few drops of clear fluid underneath the coulter ac*t diff hematology analyzer. The customer noticed that there were a few drops of clear fluid on the top of the bath when the bath area was open. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, protective eyewear, and a shield at the time of occurrence. The material safety data sheet (msds) were not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
The customer drained the baths, ran bleach through the count line, zapped apertures and primed sweep flow, replaced check valves, performed start-up and ran the low and normal controls successfully. When running the high level, the instrument gave aperture alerts on white blood count (wbc) and differential. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found the fluid leak was coming from the brown tubing adaptor being loose at the fitting which feeds liquid into the sweep flow canister. The fitting was taken off, examined, and re-tightened onto its fitting. The fse checked automatic voltage regulator (avr) voltages (to minimize aperture alerts) and as preventive measures, replaced main diluent filters, vacuum isolator chamber (vic), hemoglobin (hgb) lamp, waste tubing and diluent pump tubing. The fse verified instrument operation. Instrument is now working properly. Failure mode is brown tubing adaptor being loose at the fitting which feeds liquid into the sweep flow canister. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).